Manufacturer narrative:
A correlation between the device and the reported infection could not be confirmed during the evaluation of the returned pump. Examination of the pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years and 11 months. The explanted device was returned for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to infection. The infection was reported to be midline below the sternum and had started as a skin wound. A surgical debridement procedure was performed and it was found that the infection had spread to the driveline area. The patient underwent treatment for an unspecified number of weeks including vacuum assisted closure (vac) therapy but the infection did not resolve. The healthcare professionals reported it was a unique finding given the duration of time the patient has been on lvad support. The onset and duration of the infection was not reported. The pump was reported to be functioning as intended. No further information was provided.